Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced ¿high¿ blood glucose (bg) levels. Cause was unknown, and specific bg values were not provided. The infusion set was changed and a bolus was delivered to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.